Event description:
It was reported that the device incorrectly classified an episode of ventricular tachycardia (vt) as an episode of sinus tachycardia and subsequently withheld therapy. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The analyst noted that the episode was a true vt episode that should have been detected as vt, and that the device inappropriately detected it as svt-sinus tachycardia.